Event description:
"Clip did not close tight enough." Lot#s 1145257, 1145698, 1139878.

Manufacturer narrative:
Investigation summary: one unit from each of the three lots was returned for eval. The results are as follows: unit# 1: engineering confirmed that the jaws were parallel and the jaw tip gap was acceptable. The remaining clips were fired off one at a time, ensuring that the audible "click" was heard each time. The unit was found to function properly and the clip closure conformed to all design specifications. The exact cause of the clips not closing could not be determined. The unit was disassembled for further eval and was found to meet all design specifications. Unit# 2: upon activation of the clip applier, the clip did not properly load and seat into the jaws. The unit was disassembled for eval. The pins on the front sliders were sheared. The malfunction of the device may have resulted from improper use; however, it is unclear what caused the pins on the front sliders to shear. Unit# 3: the clips were fired off one at a time, ensuring that the audible "click" was heard each time. The clip closure of these remaining clips was found to be incomplete. The cause of the incomplete clip closure was found to be a nonconforming jaw tip gap, which may have been caused during the manufacturing process. As a precautionary measure, (B)(4). Each unit is inspected 100% for clip feeding during the mfg process. A review of the mfg records for these lots revealed no unusual events during assembly and all quality inspections were met. For optimal performance of the clip applier, use care when introducing or removing the device through a trocar. During clip application, verify that the ligation site is free of obstructions or other clips before firing. This document represents our final report.